Manufacturer narrative:
Initial reporter submitted the information eight months after the event and did not know the model number or lot number. Initial reporter submitted the information eight months after the event and did not know the model number or lot number to determine the manufacture date.

Event description:
While broaching during total hip arthroplasty, a proximal fracture occurred which was fixed with cable before inserting a stem. Patient's bone quality was suspected by the surgeon.